Event description:
It was reported that the patient presented for an elective device upgrade procedure. During procedure, it was discovered that the right atrial lead had an insulation breach. There were no indications of an insulation breach prior to procedure. The physician did not believe the breach resulted from their efforts. No electrical issues were observed. The lead was capped and replaced on (B)(6) 2017. The patient was stable throughout the procedure.

Manufacturer narrative:
This supplemental report is to correct previous report. (B)(6) 2017 was missing.